Event description:
During the index procedure 2, endeavor sprint drug eluting stents were implanted in the lad. An angiographic complication of lateral branch occlusion and abrupt vessel closure occurred during the index procedure.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).